Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat cg8+ cartridge yielded a hct result of 40% pcv, sample collected 4:22pm. Testing was not repeated on the I-stat. The sample was tested using the laboratory instrument (coulter) and yielded a hct result of 15.6% pcv at 10:15pm. The pt was not transfused or treated on the I-stat result.

Manufacturer narrative:
(B)(4).